Event description:
During a surgical procedure, the clear insulation that covers the cautery tip came off and fell into the surgical site.

Manufacturer narrative:
The facility reported that during a surgical spine procedure, the clear insulation that covers the silicone cautery tip came off. It fell into the operative site and was removed by the surgeon. There was no injury to the patient or need for further intervention. The facility would not return the sample for evaluation and no photos were sent. The cautery tip is a component in a customer surgical pack and this component is manufactured by (B)(4). They have been notified of this incident. As the manufacturer of this component, they will conduct an investigation and make the determination whether any corrective action is indicated. We have had no other similar issues reported to us for this component.